Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital following a vibratory alert for non-sustained right ventricular oversensing. Technical support was contacted, however, no diagnostic imaging or intervention was performed as the patient was pregnant. The patient was stable and will continue to be monitored.